Manufacturer narrative:
The elevate IFU lists recurrent prolapse as a potential adverse event. Device was explanted, not returned to ams. Unable to determine if there was a device malfunction based on info provided. Complaint history review did not find any similar events.

Event description:
On (B)(6)2009, patient was implanted with elevate graft. On (B)(6)2010, pt reported stage ii cystocele. The physician reported the event is related to the device and the procedure. Add'l info received on 7/22/2010, indicates that the elevate was explanted on (B)(6)2010. A perigee was implanted. Pt is doing well.